Event description:
Customer reported the system displays various errors and locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated cable and circuit board connections. System operates as intended. This MDR is related to ge healthcare complaint number.